Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: biventricular support with heartware ventricular assist device in a pediatric patient, 2017. Pediatric transplantation, 2017. Doi: 10.1111/petr.13037 with a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads).  The article discussed biventricular vad (bivad) support in a pediatric patient. The patient's post-operative course was complicated by development of chest hematomas with increased chest tube drainage, requiring two surgical interventions to resolve. The patient was successfully bridged to heart transplantation on day 51 of bivad support. The status/location of the vads is unknown. No further patient complications have been reported as a result of this event.